Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported, that a patient had a dynesys system implanted in 2008 at l3-l5. It is also reported, that patient did well until a fall in (B)(6) 2014. Patient was having a surgery on (B)(6) 2016 for added level of the dynesys system at l5-s1, when surgeon removed the cord, the cord was broken under the left l3 and l4 set screws and the right l3 set screw. Note: the exact date of implant is unknown; assumed is (B)(6) 2008.

Manufacturer narrative:
Additional: if follow-up, what type? Updates: device available for evaluation?, event problem code, date received by MFR, type of reports, device evaluated by MFR?, evaluation codes it is reported, that a patient had a dynesys system implanted in 2008 at l3-l5. It is also reported, that patient did well until a fall in (B)(6) 2014. The patient had a surgery on (B)(6) 2016 for added level of the dynesys system at l5-s1, when the surgeon removed the cord, the cord was broken under the left l3 and l4 set screws and the right l3 set screw. Visual examination: the two long cord pieces show a welded end and, on two short cord pieces, the green thread marking the working zone of the cord (which should not be implanted) was found. According to the appearance of the cord pieces and the received information the cords were reconstructed. All cord pieces were labeled. Considering the identified fixation areas (location of the heads of the pedicle screw) it becomes obvious that the cord ends projected the construct approximately 20 mm. Cord piece r1 shows the green thread at its proximal end and a fixation area. In this area the cord is lighter in color, damaged fiber bundles can be seen proximally as well as in the center. The latter was probably in contact with the tip of the set screw. Close to this zone a whitish deposit can be recognized. The cord end at l3 of cord piece rl as a frayed appearance. Looking at the cross section the outer layer with frayed fiber bundles projects the inner cord layers which have a cut appearance (equal fiber bundle length). Cord piece r2 exhibits two fixation areas characterized by slightly different color, damaged fiber bundles and slight cord flattening. It is palpable that the cord end at l3 is hollow and it seems that the inner cord layers are withdrawn. On one side an area of the outer layer is missing and the fiber bundles are fazed. Within this area whitish deposits are visible. The cross section is compact and the fibers appear to be glued together by organic medium. Cord piece ll shows the green thread at its proximal end and a fixation area with damaged fiber bundles shortly above the cord end at l3. At the latter the outer cord layer is partially frayed and projects the inner cord layers slightly. There is a whitish deposit on the outer layer. The outer cord layer of cord piece l2 appears to be compressed and distorted. The cord end at l3 is partially frayed and some fiber bundles are longer than others. The other cord end at l4 appears thickened and is compact and even without protruding fiber bundles. The single fibers appear to be densely compressed. On the cord piece l3 two fixation areas can be seen. One is located directly below the cord end l4. Palpating the cord end and looking at the cross section the hollow outer layer with frayed fiber bundles projects the inner cord layers. The two small cord remains show a cut appearance. The smaller remain has a green thread indicating that it is part of the working zone. There are organic adhesions attached to the cord pieces and partially the outer cord layer is slightly damaged with fibers sticking out. Root cause analysis: there were no operative photographs or other evidence at hand which would proof that the cord ruptures occurred as described. The cord ruptures are suspected to have occurred under the left l3 set screw, left l4 screw and the right l3 set screw. The explants were received all in one container and were not properly labeled. The cord pieces were related to the level and side of the spine due to their appearance. Pieces showing the green thread indicating the working zone (which is not intended to be implanted) were considered to be at l3 level with the green thread facing proximally. Pieces with a welded end were related to l5 level with the welding facing distally. The identification of the fixation areas indicates that the ruptures occurred below or above those areas. The cord ends of the l3 right and the l4 left ruptures exhibit similar features: - on one side the outer cord layer is hollow and the inner cord layers are withdrawn - fiber bundles of the cord ends are frayed. The cord ends of the l3 left rupture have a different appearance. The inner cord layers do not seem to be withdrawn and the fiber bundles of the cord ends are less frayed. This could suggest that this rupture was probably caused by a different scenario. However, as the first information received and the supplemental information do not match, it remains unknown at what point in time the three ruptures occurred. The reason for the cord ruptures is unknown as well as whether the reported fall of the patient in (B)(6) 2014 could have favored or triggered the ruptures and if the three ruptures followed the same or different scenarios. As destructive testing cannot be performed further investigation of the nature and composition of the whitish deposits seen on the cords is not possible. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).